Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device stopped ventilating. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, a zoll representative went on site and evaluated the device. The customer's report was not replicated or confirmed. The device was put through extensive testing without duplicating the report. An annual pm was performed with no errors. The device was returned to service. Review of the device logs did not show any faults that could be associated with customer report. Analysis of reports of this type has not identified an increase in trend.